Manufacturer narrative:
Tw # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 02/25/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected and melted in the center of the c-ring. An investigation was conducted on 03/11/2025. A visual inspection was conducted. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device well as the photographic evaluation and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000436458 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was split in two. They did upper leg dissection, moved to lower leg dissection. Once lower leg dissection was complete, they swapped out the trocar port, inserted the harvesting cannula in the lower leg all the way to the distal end. Once she was getting ready to start with the first branch, they advanced the c-ring and that's when they noticed it was split in two. They pulled out harvesting cannula and a new kit was used to complete the procedure. They stated that nothing was left behind. Upon visual inspection of device, the pieces match. Per photos provided by the complainant, it is observed the c-ring split in two. There was a short delay while waiting for new device. There was no patient harm.